Event description:
It was reported that the intraocular lens (iol) had moved from 82 to 60 degrees and hat to be re-rotated 1 day post-operative (op). Post-op visual acuity was 1.0. This occurred in (B)(6) 2022, exact dates have not been provided. No further information was reported.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: may 2022, exact date has not been provided. Telephone number: (B)(6). Device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record evaluation: the manufacturing record for the product could not be reviewed since no serial number was provided. Conclusion: as a result of the investigation, it cannot be determined if there is a product malfunction and/or product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.